Event description:
The customer returned four devices to the manufacturer and all four were found to have plastic broke off the end caps. This report addresses all four devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The failure was found during evaluation of a returned sample. Additional investigation is required to determine the cause of the failure. Results of the investigation are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material within the luer hubs is confirmed and was determined to be supplier related. Four 19 ga x 1.0 in. Safestep infusion sets with y-sites were returned for evaluation. An initial visual observation of the returned infusion sets revealed no obvious use residues throughout the returned devices. Microscopic observation of the white luer caps revealed each luer cap was observed to be damaged. White material which appears to be from the luer caps was found within the proximal luer hub of each of the returned infusion sets. It was determined that the observed damage was related to the manufacturing process of the devices. This complaint will be recorded for future trending and monitoring purposes.